Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0171106. D4: medical device expiration date: 2023-06-30. D10: device available for eval yes. D10: returned to manufacturer on: 2021-01-28. H4: device manufacture date: 2020-06-19. Investigation summary : two representative samples were received by our quality team for evaluation. The samples weresubject to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing to corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the valve during use. The following information was provided by the initial reporter: "both vps were leaked at the part where the non-return valve is (pink or blue cap). In the saline test wash, the vps worked well. When applying contrast with an automatic injector with a flow rate 3 ml/s and 1.5 ml/s, the valve leaked and the contrast did not flow into the vein but flowed from under the cap. The same happened in two patients. One patient had to have a new vps inserted.".

Manufacturer narrative:
Correction: the lot number has been provided. The following fields have been updated: d.4. Medical device lot #: 0171106. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2020-06-19.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the valve during use. The following information was provided by the initial reporter: "both vps were leaked at the part where the non-return valve is (pink or blue cap). In the saline test wash, the vps worked well. When applying contrast with an automatic injector with a flow rate 3 ml/s and 1.5 ml/s, the valve leaked and the contrast did not flow into the vein but flowed from under the cap. The same happened in two patients. One patient had to have a new vps inserted."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the valve during use. The following information was provided by the initial reporter: "both vps were leaked at the part where the non-return valve is (pink or blue cap). In the saline test wash, the vps worked well. When applying contrast with an automatic injector with a flow rate 3 ml/s and 1.5 ml/s, the valve leaked and the contrast did not flow into the vein but flowed from under the cap. The same happened in two patients. One patient had to have a new vps inserted."